Event description:
(B)(4). The dentist reported that 5 days after the dental implant was installed in intraoral regions #3 and #4 it was verified its non osseointegration. A 30 ncm of primary stability was achieved and the implant was carried out immediately. Pt had low bone quality (bone type IV), bone graft was not executed.